Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1925 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. The issue was resolved by replacing the inverter board. The cycler also gave a ¿usb not communicating¿ error during the investigation. The failure was traced to a defective inter comm board. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is presenting a blank screen. Screen was blank during fill 1 of 4. Pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made any sound when pressed. Rebooted cycler, ok and stop keys lit up but the screen remained blank. Patient stated screen went blank and did not come back but she could hear the cycler still doing the treatment. Patient does know how to perform capd. The fresenius technical support representative issued cycler replacement. Estimated time arrival 5/8/2024 by 8pm. Schedule pickup for 5/10/2024 knock. There was patient involvement however there was no harm or adverse event reported. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.